Manufacturer narrative:
One knife sample was received by manufacturing in an opened blister package. The knife was not seated properly in the blade tray. The returned sample was inspected per facility procedure and was determined to be nonconforming with a damaged tip. Penetration and sharpness testing could not be performed due to the damaged condition of the sample. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
The final customer lot was identified. A review of the device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released in accordance with all product acceptance criteria. A complaint history examination revealed that this was the fifth complaint for a dull blade received against the reported final lot. The root cause for the defects experienced by the customer cannot be determined, because no sample was returned and the device history record review of the provided lot number indicated that the product was released according to the product acceptance criteria. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).

Event description:
A nurse reported that a knife was noted to be dull during surgery. An alternate knife was obtained in order to complete the procedure with no delay. There was no impact to the patient. Additional information has been requested.